Manufacturer narrative:
Corrected b5: describe event/problem.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced infection, pain, swelling, suprapubic erythema and edema of the right labia majora, along with fever and nausea, and an inflammatory plaque extending to the suprapubic area. A surgical procedure was performed to remove all the components, and postoperatively the patient was treated with antibiotics. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and tested for leaks, and it passed all testing. The ballon was also visually inspected and tested for leaks. No damage or abnormalities were noted, and no leaks were identified. It was not functionally tested as the component lot number was not provided; and therefore, its specifications were unknown. The pump was visually inspected, leak and functionally tested, and it passed all the evaluations. The reported patient symptoms of infection, edema, fever, inflammation, nausea, pain, swelling and redness are known risks associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced infection, pain, swelling, suprapubic erythema and edema of the right labia majora, along with fever and nausea, and an inflammatory plaque extending to the suprapubic area. A surgical procedure was performed to remove all the components, and postoperatively the patient was treated with antibiotics. No additional patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced infection, pain, swelling, suprapubic erythema and edema of the right labia majora, along with fever and nauseas, and an inflammatory plaque extending to the suprapubic area. A surgical procedure was performed to remove all the components, and postoperatively the patient was treated with antibiotics. No further information was provided.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced infection, pain, swelling, suprapubic erythema and edema of the right labia majora, along with fever and nauseas, and an inflammatory plaque extending to the suprapubic area. A surgical procedure was performed to remove all the components, and postoperatively the patient was treated with antibiotics. No further information was provided.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.